Manufacturer narrative:
03sep2025 additional information - lot details received, d4 has been updated.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#90987 due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The customer reports their dash personal diabetes manager (pdm) will not turn on. The pdm is getting hot and stuck on the loading screen. A replacement device has been sent to the customer.